Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Device had broken battery tube threads, missing address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was slightly intended. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. Customer also stated that the act button was not working properly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.